Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms in triad configuration during an in-clinic follow-up. Daily measurements as high as 110 ohms over the last twelve months have been observed. There have been no previous shock impedance alerts in the latitude remote patient monitoring system. The patient's device will be programmed to rv coil to can. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.